Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and their "heart rate was down." Follow up with the patient's clinic was unsuccessful in determining the cause of the patient's symptoms. The device remains in use and no further patient complications have been reported as a result of this event.